Event description:
Add'l info rec'd from MFR 9/15/03: since explant, pt has lost 9 pounds and had urinary frequency.

Event description:
In 2003, pt started itching with discomfort and burning sensation behind the left breast. There was a lot of irritation as well. One month later, pt felt a big knot in the left breast and called hospital. Pt talked to their doctor's associate who suggested that the implant was probably leaking. Pt called at the hospital the next day where it was confirmed that there was a leakage. Pt was advised to see their doctor. Pt saw doctor today who also confirmed a leakage and has decided to let pt know later today when the explantation will take place.